Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident in which the user reported that after unplugging the transmitter from the charger, it was warm to the touch and not functioning. An RMA was authorized for the return of the transmitter for further investigation.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report 27 dec 2025. G3. Date received by the manufacturer? 27 dec 2025. H3. Device evaluated by manufacturer? No. H6. Medical device problem code updated to 1437. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.